Manufacturer narrative:
Two samples from the patient were submitted for investigation. The customer's c-peptide results were confirmed at the investigation site.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
A physician from a hospital requested an investigation of 1 patient sample suspected of insulin autoimmune syndrome tested for connecting peptide (c-peptide). During the investigation of the sample, erroneous results were identified between the customer's system, a centaur analyzer, and an e 170 analyzer used at the investigation site. Erroneous results were reported outside of the laboratory. All investigation results will be provided to the hospital. Refer to the attached data for patient results. No adverse event occurred. The serial number for the e 170 analyzer used at the investigation site was not provided. The c-peptide reagent lot number used at the investigation site was 187016 with an expiration date of 11/2016. It is not known what type of analyzer the customer uses. The serial number and instrument type was not provided.

Manufacturer narrative:
The sample was sent to an external laboratory for further investigation. The results from the external laboratory confirmed the centaur results. A specific root cause could not be identified. Based on a review of quality control data from the investigation sites, a general reagent issue can be excluded. It is very likely that the higher c-peptide results are caused by a cross-reactivity with proinsulin cleavage products. This is covered in product labeling.